Event description:
It was reported that the customer was hospitalized for high blood glucose levels due to issues with the insulin pump. The reported blood glucose reading was 472 mg/dl. The customer was getting multiple no delivery alarms during the manual prime prior to the event. The customer had ketones, nausea and fruity breath when admitted. Later, the customer's mother call to troubleshoot the insulin pump. The insulin pump passed the prime test. Found that the customer was getting no delivery alarms because, she was using the wrong infusion sets at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.